Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent c5-6 and c6-7 acdf using rhbmp-2/acs with allograft bone. Post-op, the patient has developed a bone spur causing speech difficulties.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion (acdf) using rhbmp-2/acs. Patient's post-operative period was marked by increasingly severe pain. Imaging studies ultimately showed that patient had developed uncontrolled bone growth. Following the surgery, patient suffered fromautonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage. Patient also experienced odd sweat patterns, changes in his urination pattern, difficulty swallowing, difficulty breathing, and difficulty gripping and holding items. Patient now suffers from injuries including bone overgrowth causing nerve compression, chronic pain and radiculitis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: non union at c5-6 and c6-7. Procedure: removal of anterior cervical plate, exploration of spinal fusion at c5-6 and c6-7 partial vertebrectomies at c5-6 and c6-7 with debridement of pseudoarthrosis, infusion with bmp allograft bone, 8 mm dowels. Plate fixation. As per-op notes: an 8 mm bone graft filled with bmp were impacted into position and countersunk. Same size plate and rescue screws were used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.